Manufacturer narrative:
The customer decided and confirmed that there was no need to send the device back to stryker to be evaluated by the service depot. The cause of the reported issue could not be established.

Event description:
A customer contacted stryker to report that the defibrillation energy is out of range. In this state, the device may not be able to provide a proper defibrillation therapy, if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the defibrillation energy is out of range. In this state, the device may not be able to provide a proper defibrillation therapy, if needed. There was no report of patient use associated to the reported event.